Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized and was treated with cephalosporin (intraperitoneal) and another unspecified drug (intraperitoneal). At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was ongoing. The reporter decline declined to provide additional information.